Event description:
A wallflex biliary rx partially covered stent was placed in a male pt in 2007. According to the complainant, "at the six month follow-up visit in 2008, the pt reported recurrent biliary obstructive symptoms of jaundice, fever, and cholangitis. An [endoscopic retrograde cholangiopancreatography] ercp was done in the next day, which revealed that the prosthesis had migrated and formed a 90 degree angle with a biliary root. An attempt to remove the prosthesis failed and consequently [a portion of the stent] was cut [while] inside the duodenum using argon plasma coagulation (apc). A [bsc] wallstent covered prosthesis [model and size unk] was placed." Despite several attempts, no further info regarding the pt's status was received.

Manufacturer narrative:
The device remains implanted; therefore, a device evaluation cannot be performed. The cause of the migration is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The february 2008 15-month wallflex biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.